Manufacturer narrative:
As reported, during a procedure, a 6f-7f mynx control vascular closure device (vcd) was opened and the tip was frayed/split/torn. The doctor did not feel confident that the device would perform as needed. Therefore, the device was not used. Another mynx vcd was used for closure. There was no reported patient injury. The device stored and handled per the instructions for use. The device wasn't prepped because the tip appeared to be damaged. The product was returned for analysis. A non-sterile mynx control vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, button 1 and button 2 remained in the manufactured positions. The sealant sleeve assembly was observed to have been kink and the sealant was exposed. The procedural sheath was not returned with the device. Per microscopic analysis, the sealant outer sleeves were frayed. However, it is unknown if the damage to the sleeve was due to multiple attempts to insert the device into the sheath. A product history record (phr) review of lot f2009103 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The failure reported as ¿mynx control atraumatic tip frayed/split/torn-during prep¿ was not confirmed during analysis of the returned device. A kink of the sleeve assembly was noted. Based on the information provided and the investigation performed, the reported event experienced by the customer could not be conclusively determined. It should be noted that mynx control device is manufactured with the sealant outer sleeve assembly at the end of the catheter cartridge tubing. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The outer sleeve assembly is assembled with 2 side slit overlap outer sleeves. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Procedural and handling factors may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened¿. Neither the phr review nor the product analysis suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Event description:
During a procedure, a 6f-7f mynx control vascular closure device (vcd) was opened and the tip was frayed/split/torn. The doctor did not feel confident that the device would perform as needed. Therefore, the device was not used. Another mynx vcd was used for closure. There was no reported patient injury. The device stored and handled per the instructions for use. The device wasn't prepped because the tip appeared to be damaged. The device will be returned for evaluation.